Manufacturer narrative:
(B)(4).

Event description:
This ra lead dislodged during the extraction of the rv lead. The system was being upgraded to a crt-d system.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.